Event description:
The pt received the scs system on (B)(6) 2004. It was reported the pt has been without stimulation for approximately two months. (B)(4) rep ran a full parameter diagnostic which indicated high impedance. The pt is scheduled to have an x-ray. The pt is working with his physician to determine the next course of action. No further info is available at this time.

Manufacturer narrative:
(B)(4) has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history.